Manufacturer narrative:
An investigation was performed on meter (B)(4) and test strips lot number 1018809. The complaint was not confirmed and no new issues were observed. All functional test results were within range specification. No errors were observed during control solution testing. The readings the customer reported were found in meter memory. This is a final report.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained.

Event description:
Customer reported her son received erratic readings on his adc blood glucose meter. Customer reported readings of 452 mg/dl, 205 mg/dl, 102 mg/dl, 73 mg/dl, and 59 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.